Event description:
The pt originally underwent a total hip replacement in 2003. The pt had complained of pain at the left hip joint since march 2004. Surgeon found a left gluteal swelling. CT test revealed pt had a tumor. An incision was made and surgeon found left gluteal necrosis and a black foreign substance at the femoral stem neck.